Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it has performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012. The pad-pak was removed on (B)(6) 2012 and reinstalled on (B)(6) 2012. It was removed again and reinstalled on (B)(6) 2013. Multiple manual power-ups continued throughout the remainder of the history log. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.